Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that during a spinal cord stimulation implant, the physician was trying to change the type of stylet from the green and blue stylet to the white stylet to place the lead. This resulted in the stylet not moving forward from the electrode section. The stylet was checked for kinks and there were none. Another attempt was made but the stylet would not move, so a new lead was opened. A stylet change was attempted with the newly opened lead and all stylets advanced to the tip. A new lead was used for the surgery itself and the surgery was completed without problems. This occurred prior to measurement of lead resistances so no measurement results were available. The manufacturer representative believed that no procedural issues took place based on having witnessed the procedure, and it was noted that the event was thought to have occurred due to individual differences. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the lead found that ¿four known good stylets were able to be fully inserted into the lead without any difficulty. No resistance was felt while the stylet was inserted through the lead body.¿ there was ¿no anomaly¿ found with the lead.